Event description:
The customer alleed that the device became inoperative, while on a pt, with error code kp0084. There was no pt harm or change in therapy as a result of the malfunction. The mallinckrodt customer support engineer (cse) inspected the device, verified the error code, and replaced the bd cpu pcb. The unit then passed extended self testing.